Event description:
It was reported that during a breast biopsy procedure, the blue d.c. Motor adapter piece is broken. There have been no pt consequences reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis confirmed the customer complaint of "the blue d.c. Motor adapter piece is broken" and to correct the complaint the analysis site replaced the dc adapter. The analysis site found the pump mounts were worn, and to correct this issue the site replaced the pump mounts (4), fender washers (4), flat washers (4), and screws (4). After servicing and upgrades the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.